Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report 1 of 5. Report received from (B)(6), stating that the device had debris in sterile package. The device was not being used during surgery. No injury or medical intervention occurred. No additional info provided.